Event description:
It was reported that during a catheter placement, the device allegedly had a inaccurate information. It was further reported that the device was defective. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed and states that, the instructions for use contain a diagram for single-lumen hickman-type catheters (broviacs included) which does show the distance between catheter hub and cuff shorter than in this particular product. However, the diagram is a generic diagram, without dimensional specifications, not meant to represent any particular product catalog number. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 6.6f products is identified in d2 and g4. A through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2024.

Event description:
It was reported that during a catheter placement, the device allegedly had a mislabeling issue. There was no reported patient injury.